Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the chest incision site. Due to suspected infection, the physician brought the patient into the operating room, and upon entering the ipg pocket and neck incision site, purulent discharge was observed. Physician removed the entire inspire system.